Event description:
This ra lead was implanted on (B)(6) 2015, and remains implanted at this time. This lead was repaired, due to set screw issues. The patient had tamponade and passed out several times, due to noise and inhibition of pacing. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).